Event description:
It was reported that cartridge alarm 30 occurred on tandem mobi pump and customer experienced confusion about instructions related to delivering insulin and reloading cartridge while at dialysis; customer later reported pump was working and did not want to continue troubleshooting. There was no adverse impact to the customer's blood glucose level, and customer reported blood glucose of 169 mg/dl without needing anything to raise it. Customer removed cartridge, delivered insulin, reloaded cartridge, and declined further assistance.